Event description:
Per summons: pt was referred for treatment on (B)(6) 2009. The study was positive for solidary pulmonary embolus in the right lower pulmonary artery. The pt's upper extremity doppler oninvasive venous extremity exam demonstrated dvt in right subclavian alongside of the PICC line. A non invasive study of the lower extremity was negative for clot.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) is not possible as no manufacturing lot number has been provided by the complainant.